Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "freezes up" and was "not functioning properly" during surgery. The reporter provided pt information; however was unable to provide information to determine if the event resulted in a delay in surgery. There was no additional information provided.